Event description:
It was reported that the patient never having therapeutic effect. The patient stated that they system was not working properly, and the hcp made the decision to explant the entire system. The impedance values were not known, but the reporter thought they might have been open. A new system was implanted and was working fine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that on (B)(6) 2011, impedance values over 4,000 ohms were seen on electrode pairs 0/2 and 0/3. On (B)(6) 2011, impedance values over 4,000 ohms were seen on electrode pairs 0/1, 0/2 and 0/3. The patient experienced an increase in urgency and urinary incontinence. It was reported that the patient experienced no injury, and recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4). Lead model 3093-28 lot# v660708 implanted: 2011-(B)(6) explanted: 2012-(B)(6); programmer model 3037 serial# (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found insignificant anomalies, and it was functionally 'okay'. Analysis of the lead found the lead body to be stretched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.